Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, diopter -10.5 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on the lens. (B)(4).